Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that they does allege pump was under delivering and experienced high blood glucose. The customer¿s blood glucose level was 383 mg/dl. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that auto mode was not active. Customer was treated with insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.